Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported via manufacturer representative that patient had loss of stimulation in his back. The patient indicated the event occurred about a year ago when he was lifting heavy boxes in his garage. Impedance testing showed 7 of 8 electrodes were high on one lead. An x-ray showed that one of the leads has moved down. Surgery was being scheduled to replace the leads. The indication for implant was unknown.